Manufacturer narrative:
Device code # 1059 relates to component code # 515. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous proximal to mid right coronary artery (rca). Unknown guide wires were inserted into the main branch and collateral branch. The lesion was predilated with an unknown balloon. A 3.5x32mm (B)(4) stent was implanted in proximal rca. During removal of the guide wire inserted into the collateral branch resistance was encountered, the guide wire was removed. It was confirmed that blood flow distal of the implanted stent became "bad", a suction catheter was inserted distal to the implanted stent and resistance was encountered at proximal edge of implanted stent, suction was performed. Angiography was performed which confirmed the proximal stent edge became shortened. Balloon inflations were performed, inflating to 12 to 16atm for a couple seconds, and an additional (B)(4) stent was implanted proximal to the 3.5x32mm stent. It is confirmed that no thrombosis occurred. No patient complications were reported and the patient's status is "no problem".